Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported during a routine follow up appointment that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range pacing impedance (3,000 ohms), on the right atrial channel. It was noted that there was oversensing and noise on the right atrial and right ventricle channel. There was no pacing inhibition. Pacing thresholds was 2.5 v @ 1 ms. Lead integrity testing in the clinic could not reproduce any noise. The physician suspects a possible lead issue and will be monitoring the patient closely. The device remains implanted. No adverse patient effects were reported.